Manufacturer narrative:
This report is being filed to provide in investigation: the run data file (rdf) was analyzed for this event.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time. After reviewing the signals in the run data file, it cannot be ruled outthat the repeated access alerts that occurred during the procedure disrupted the steady-state ofthe system and contributed to the elevated wbc content measured in the platelet product.based on the available information, it also cannot be ruled out that the higher-than-expected wbccontent in the platelet product could be donor-related.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.